Event description:
It was reported that there was poor sensing on the pace/sense portion of the right ventricular (rv) lead. The pace/sense portion of the lead was replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 7232cx implantable cardioverter defibrillator (ICD) (B)(6) 2006. (B)(4).